Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H10: livanova deutschland manufactures the s5 roller pump. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue: the latching mechanism of the roller pump broke and allowed the switch to move to the off position. In order to solve the issue, push-button switch was replaced. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that power button of a s5 roller pump came out on its own during procedure and therefore pump shut off. There was no patient injury.

Event description:
See intial report.

Manufacturer narrative:
A livanova field service technician was dispatched on site and confirmed that the latching mechanism broke and allowed the switch to move to the off position. As troubleshooting the push button switch was replaced; all functional test were performed and it passed successfully. The push button switch is a small, sealed mechanism that completes an electric circuit when it is pressed. When it is in the "on" position, a small metal spring inside makes contact with two wires, allowing electricity to flow. When it's off, the spring retracts, contact is interrupted, and current does not flow. If the switch does not properly latch, most likely is its internal spring to be faulty. Complaints database review revealed that no further issue has been submitted for this unit since its manufacturing date in 2016. Moreover, statistical data analysis hasn't identified any concerning trend for this specific issue. Based on the above facts, it cannot be ruled out that a faulty spring caused the reported malfunction. The wearing of electro-mechanical device can be originated by the specific use condition at customer site and may have contributed to the event. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.